Event description:
It was reported that during implantation of the lead, the pt developed intraventricular bleeding. The physician attempted to place a shunt but that produced more bleeding. It was noted that the pt was taking multiple over-the-counter herbs. The pt's outcome was reported as okay. Additional information was requested.

Manufacturer narrative:
(B)(4)